Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. The trunk cable 3.3v wire read open. The root cause for open wire was unable to be identified. There was no adverse event that resulted from the damaged belt.